Event description:
The user facility reported a 57-year-old patient needing mechanical circulatory support. The device was mispositioned so the physician withdrew the impella and reassessed the left ventricle. Upon removal of the impella, a small clot was found on the inlet. The clot was flushed and cleared. The surgeon felt it was safe to reinsert the pump. Angiomax bolus was administered/drip started and act was 238.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.